Event description:
The pt had coronary artery bypass graft surgery as well as mitral and aortic valve replacement in 2000. The intra-aortic balloon pump was placed at the time of surgery. In 2000 while checking the tubing on the intra aortic balloon pump, the nurse heard a "pop" and the tubing immediately filled with bright red blood. The intra aortic balloon pump was shut off and the surgeon was called to the bedside and removed the intra aortic balloon pump.